Manufacturer narrative:
Concomitant medical products: product ID 8840, product type: programmer, physician. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s pump had been alarming since (B)(6) of 2015 due to eos (end of service). The pump had been delivering dilaudid. The patient had not been able to get off the couch for the last 3 months. She was too sick to call anyone. The patient had gone through detox/withdrawal and she still was. Her stomach was burning, she was not feeling good, she had diarrhea and pain, her heart was beating fast, and she had anxiety; she had been ¿dying the last 3 months¿. The patient was given percocet, but she was almost out. The patient did not have a managing physician for her pump currently due to insurance changes; she was looking for a new physician. The interventions and outcome were not reported. Further follow-up is being conducted to obtain this information. Additional information was received from a consumer on 2017-feb-23. The indication of use was non-malignant pain and failed back surgery syndrome. The patient went through withdrawal two years ago. The patient was trying to control the pain herself and was at a point where she wanted to have the pump removed. The pump needed to be changed out and was at end of life, so the healthcare provider (hcp) turned it off. The patient believed it was turned off on (B)(6) 2015. The hcp said ¿if you¿re still alive in 3 months don¿t come back because the insurance is all messed up¿. The patient stated six months prior to that she thought the pump was causing her more pain. The patient decided to suffer through the withdrawal after the hcp turned the pump off. It took 15-17 months of withdrawal, detoxes, throwing up for 17 days, losing 35 pounds, and was still trying to control her pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding a patient receiving intrathecal dilaudid via an implantable pump. The dose and concentration were unknown. It was reported that the patient went to see their healthcare provider (hcp), and the hcp told her that the batteries in the pump were depleting and would need to be replaced. However, it was noted that ¿insurance got messed up and would not play for a replacement¿. The hcp turned off the pump in 2015, and it had been alarming ever since. The sound was consistent with the pump alarm. The patient¿s reported symptoms included gradual withdrawals. The patient was managing her pain with tools she had learned. The hcp told the patient that if she lived through the withdrawals and had the pump replaced, then she should go back. The patient did not currently have a hcp. The patient asked what the steps were to have the pump explanted. The patient was calling to get a physician listing to have the pump explanted. The patient was told that the pump was recalled in 2011, and the patient was told that when the batteries depleted in the pump, more than likely it would leak battery acid. However, the patient clarified that she was not worried and was ¿well aware¿ [that the pump was encased in titanium]. There were no further complications reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that the patient wanted the pump removed due to continued difficulties with it since it was shut off "about 10 years ago". Per the patient, it was causing them "problems walking" and the patient thought it was infected. The patient's white blood cell count was high. The patient was sent physician listings per the patient's request. The pump was previously used to deliver morphine and dilaudid.